Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A site representative reported, while in a spine surgery, taking a second spin with the o-arm and that it did not transfer to the stealthstation. The site rep stated that the cable was connected, and was initially plugged into the io panel and then into the cpu directly. He indicated that the green lights were illuminated at the network jack at the cpu. Following troubleshooting with a medtronic representative, the verification was successful in the igs servers tab and the line was green in the acquire images task. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on pt outcome.